Manufacturer narrative:
A ge service representative performed an on site investigation. The hand and foot controller were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the subtraction would not work. There is no report of injury or death associated with the event described in this complaint.